Manufacturer narrative:
Result of investigation: the conducted investigations did not reveal a root cause related to the labelling or the device history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The product was not returned for examination, so a detailed investigation is not possible and evaluation was done based on the customer's description of the defect and a picture provided by the customer. As previously stated, the device passed quality control testing at the time of delivery. Based on the customer's description of the defect, it is concluded that the most likely cause of the described failure is adhesive wear at the tip of the c-mac blade, resulting from abrasion during use and the reprocessing process. Adhesive wear causes liquid to enter the blade, which affects the electronics and causes the image to be compromised. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image through one of blades is very blurry and has an orange/yellow tinge. It appears to be a possible moisture issue in one of the blades. The intubation process was slightly prolonged by the malfunction. No negative impact in state of health reported.